Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 68 (trace pointers are invalid.), pump error 48 (periodic history crc failed. Some of the recorded pump history data is missing.), and pump error 23(post-reset ram crc alarm). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer was not able to clear the alarm. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might have triggered the reason for the complaint. Unit failed self test followed with a pump error 75. During the download review on 08/19/2025 03:44:13.000, pump error 23, 68, and 48 were recorded. The problem is isolated to the electronic assembly. The unit was cut open, and a visual inspection was conducted on the connectors and electronic assemblies. Per visual inspection, all connectors, including the motor flex connector, were plugged in properly however moisture damage was noted during visual inspection. The following cosmetic damages were noted: cracked corner of belt clip rails, cracked battery tube, cracked case, serial label damage (peeling), cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, pump error 23, 48, and 68 were confirmed due to moisture damage, isolated to electronic assemblies. In addition pump error 75 was also noted after the unit had failed the self test on numerous occasions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.